Event description:
It was reported that the bedside nurse reported not hearing any audible alarms. The system controller passed the self-test. The bedside nurse stated she saw intermittent "- - -" for flow while interrogating. Log files were sent for review. The log file history displayed multiple low flows beginning (B)(6) 2025 which seemed to be physiological in nature where the low flow estimator dropped below 2.5 lpm. These occurred at times when pulsatility index (pi) was elevated. The pump was seeing a reduction in blood volume. There did not appear to be any type of mechanical circulatory support (mcs) equipment issues causing these events. The low flow events seemed to be a patient related issue and not an equipment related issue. Regarding the flow ¿- - -¿, if the flow estimate falls outside the expected operational range or acceptable linear region, the pump flow box displays "+++" or "- - -". This prevents the display of inaccurate flow information. There were no other unusual events seen within the log file. The mcs equipment was operating as expected.

Manufacturer narrative:
D4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller not alarming as intended was not confirmed. The system controller (serial number unknown) was not returned for analysis. The provided log file did not capture any atypical events that were related to the controller¿s functionality, and the pump operated as intended throughout the data. Questions regarding the event were asked multiple times and no responses were received. The root cause of the reported event was unable to be conclusively determined through this analysis. The serial number of the system controller was not provided. The heartmate ii patient handbook (section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment for damage, including damage to the system controller¿s speakers, and to obtain replacements if needed. The heartmate ii patient handbook (section titled ¿emergency contact list¿) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.